Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the customer received a blood glucose result of 500 mg/dl on his performa system. The caller reported that he had two different vials of test strips (lot 475949 and 476003). Customer is not sure which vial produced the result of 500 mg/dl. The customer adjusted his insulin therapy based on the blood glucose result of 500 mg/dl, and gave himself a "big" correction of novorapid insulin. Within 3-5 minutes later the customer re-tested on a non-roche device and received a blood glucose result of 150 mg/dl. At an unknown time the customer began to experience hypoglycemia and was unable to self-treat. At this time the customer received a blood glucose result of 400 mg/dl on his performa system. The caller reported that he had two different vials of test strips (lot 475949 and 476003). Customer is not sure which vial produced the result of 400 mg/dl. The customer's parent's treated the customer for hypoglycemia. The type of treatment provided was unknown. There was no delay in treatment. The patient was not hospitalized. Return of the suspect device was requested for evaluation.

Manufacturer narrative:
The customer returned both potential suspect vials of strips. Strip lot 475949 was tested and found to have been exposed to humidity or extreme temperatures, use error that damaged the test strips. When returned vial 476003 was opened, it became apparent that the inside of the vial was contaminated and no further testing was possible.